Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing letter of recommendation from their dentist. In the letter the dentist states, observed a very deep anterior bite and severe traumatic occlusion on teeth 9-10-11. These three teeth are very mobile and have significant bone loss. The patient reports using aligners for up to two years and the lower anteriors are still very crowded. Any aligning of those lower teeth will put more pressure on teeth 9-10-11 and will certainly cause more trauma and damage. I advised the patient to discontinue the aligners immediately and see a local orthodontist as soon as possible. The teeth are at risk of being lost in the near future.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.